Event description:
It is reported that the physician was attempting to cross a lesion with 95% stenosis in the rca with a 3.5mm diameter x 26mm length resolute integrity rapid exchange (rx) drug eluting stent. It was reported that the lesion was pre- dilated, however the stent could not cross and it was noted that the stent was deformed. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation: results: patient condition affected effectiveness of the device (patient lesion morphology; 95% stenosis). Conclusion: device failure/lack of effectiveness related to patient condition patient lesion morphology; 95% stenosis). Know inherent risk of procedure (stent deformation and failure to deliver the stent). (B)(4).